Manufacturer narrative:
B3 - date of event: the date provided is an estimation as the exact date of event could not be obtained. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported false negative results with two (2) binaxnow covid-19 ag self tests taken at an unknown date. This report addresses test one (1) of two (2). The consumer reported a false negative result with a binaxnow covid-19 ag self test taken on an unknown date. The consumer mentioned a symptom of loss of taste. No additional information, including treatment and outcome, is provided.

Event description:
The consumer reported false negative results with two (2) binaxnow covid-19 ag self tests taken at an unknown date. This report addresses test one (1) of two (2). The consumer reported a false negative result with a binaxnow covid-19 ag self test taken on an unknown date. The consumer mentioned a symptom of loss of taste. No additional information, including treatment and outcome, is provided.

Manufacturer narrative:
B3 - date of event: the date provided is an estimation as the exact date of event could not be obtained. Corrections: a2 - dob null: changed from ni to asku to align with the complaint details. A2 - age units (patient): changed from ni to asku to align with the complaint details. A3a - sex: changed from none selected to female to align with the complaint details. A3b - gender: changed from none selected to cisgender woman/girl (gender corresponds with birth sex) to align with the complaint details. A4 - weight units (patient): changed from ni to asku to align with the complaint details. A5 - ethnicity: changed from ni to asku to align with the complaint details. A6 - race: changed from ni to asku to align with the complaint details. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.